Event description:
It was reported that a patient underwent an obturator sling procedure approximately two years ago. After the procedure, the patient continued to have stress urinary incontinence and marked right hip pain. The patient was given muscle relaxants and pain medications and eventually the pain disappeared. The patient's stress urinary incontinence was reported to be improved.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.